Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for g6 transmitter. However, data for the wearable was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.